Event description:
The customer reported that an 840 ventilator was inoperable. No pt involvement. Covidien tech support engineer (tse) troubleshot this issue with customer over the phone and suggested replacing the graphic user interface (gui) printed circuit board (pcb). The customer decided not to repair the ventilator at this time. Covidien was not authorized to svc the device.

Manufacturer narrative:
Covidien reference number: (B)(4).